Manufacturer narrative:
(B)(4). Date sent: 1/2/2026 d4: batch #a97m97 updated data: d4 (lot number, expiration date), h4 corrected data: d4 (UDI) investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ech45c device was returned inside its package unopened; upon visual inspection, the package was undamaged, but the tyvek was skewed off to the side. However, the package meets the minimum seal with requirement, and the sterile barrier is not compromised. The event could not be confirmed as no damage was noted on the seal area. The issue with the tyvek is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number a97m97, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2025. D4: batch #unk. Investigation summary: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a packaging with the tyvek misaligned of seal area. However, it cannot be determined whether the sealed area has been compromised. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 12/08/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was found that the seal on the lid of the package was misaligned. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.